Event description:
The complaint states that "wire broken or detached" was reported. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a broken sensor wire stuck in the skin. The wire was stuck in the patient´s skin but there was no pain, only some redness on the skin. The patient went to the emergency room and an ultrasound was performed to locate the wire. The wire was surgically removed as an outpatient, requiring only local anesthesia, wound disinfection and one stitch to close the incision. At the time of the report the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).